Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a possible incident of syncope shortly after generator replacement. The same communication also indicated the patient was also hospitalized, but the basis of which was not made apparent. Device diagnostics had been within normal limits since the generator implant procedure. The patient had likely been without vns stimulation for an extended amount of time prior to her last generator replacement. The patient's settings were reported to be programmed to values in the full therapeutic range. Attempts for additional pertinent information have been unsuccessful to date.